Event description:
Linear pressure injuries were identified on multiple patients with comfortglide¿ sheets in place. At each encounter/use, the glidesheet was checked to ensure the absence of wrinkles/folds. The glide sheet would 'bunch up' and wrinkle with head of bed elevation or minute/incremental patient movement. All patients were assessed for risk of pressure injury by way of the braden scale. All patients on the glidesheets were at risk of pressure injury (score of 18 or less). Patients were both intact and with existing pressure injury. Existing pressure injury are treated. Skin is kept clean and dry via hourly rounding, use of external urinary containment devices, fecal containment devices and moisture wicking underpads (comfortglide and/or ultrasorb from medline). Patient with these linear pressure injury required local wound care, additional nutritional support and escalation of the plan of care. The patients that developed these linear pressure injury were the most vulnerable; critically ill and hypo-perfused. Some of these patients died. The stages were primarily deep tissue injury, some of which evolved into eschar (unstageable).